Manufacturer narrative:
H.3 as reported, the reported symptom was attributed to a broken flow sensor. The user recognized the condition; replaced the flow sensor, and the machine functioned normally. A pre-use checkout of the machine as described in the operator's manual would have identified the condition prior to use. It appears likely that during the case, excessive force by an external object was applied to the flow sensor causing the break and leaking condition. The anesthesia machine would post alarms and visual message to the user.

Event description:
During a case, the user reported that the machine suddenly had a leak and the user could not ventilate the pt. The user manually ventilated the pt with an alternate device. The user recognized that the flow sensor cable and a piece of the flow sensor were on the floor. Upon checking the flow sensor, it was broken within the breaking system causing the leak.the user replaced the flow sensor and completed the case. No pt injury.